Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, infection, and urinary problems.(B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, 3rd degree uterine prolapse and complete procidentia. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2010 the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedure of a hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence and mixed incontinence.